Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 32% longevity. The save to disk data shows that the rate of depletion appeared to increase after approximately one year post implant and indicated a higher than nominal depletion rate. An estimate of 178 ua was calculated for the current required to match the depletion characteristics. Telemetered in can current drain (iccd) interrogation identified a slightly higher than nominal current drain of 28ua, with nominal pacing parameters applied. This was considerably lower than the calculated value of 178ua needed to deplete the battery this rapidly. The failure symptoms cleared after opening the shield and could not be re-established; therefore the cause of failure was not determined.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the hybrid.

Event description:
The device was replaced due to rrt (recommended replacement time) and a patient alert had triggered. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Event description:
The device was replaced due to rrt (recommended replacement time) and a patient alert had triggered. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.